Event description:
Rptr developed a latex allergy on the job. Symptoms range from facial swelling and eye irritation to laryngeal edema and asthma exacerbation which was treated with IV epinephrine and solumedrol and intramuscular benadryl. Also required use of inhalers and nebulizers. Does job in a clinical setting as a respiratory therapist but is teaching in a latex free environment.